Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was used to treat a patient with an abdominal aortic aneurysm. The surgeon accidentally covered the left common iliac artery with the stent (plc201400). It was reported that the surgeon did not try to correct the coverage. No patient consequences was reported.

Manufacturer narrative:
Concomitant medical products: gore® excluder® aaa endoprosthesis stent graft trunk ipsilateral leg c3 endoprosthesis (rlt281412, 24226877 (right side)). Gore® excluder® aaa endoprosthesis stent graft contralateral leg endoprosthesis (plc271000, 24109078 (right)). Gore® excluder® aaa endoprosthesis stent graft iliac extender endoprosthesis (pll161407, 23449359 (left)). (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
B5: update describe event or problem. Images was requested but not provided. Corrected h6: updated investigation conclusions code from 4311 to 61 - unintended use error caused or contributed to event. Code 4311 should be removed as it was inadvertently entered.

Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was used to treat a patient with an abdominal aortic aneurysm. The surgeon accidentally covered the left internal iliac artery with the stent (plc201400). It was reported that the surgeon did not try to correct the coverage and the cause of the accidental coverage is unknown. No patient consequences was reported.